Event description:
Report received that the device "operates without a slide clamp." The customer reported that this was noted during preventative maintenance testing by a third party biomedical testing facility. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.